Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-18407- device 4 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported by the patient faced a kinked tubing in last 30 days. Moreover, the issue occurred with six similar types of infusion sets. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available..